Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of four samples was provided for evaluation. Visual inspection of the photograph verified the reported condition for the four samples as the minicap foam was fully separated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was undetermined. A CAPA has been opened to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of event to (B)(6) 2015. Therapy date to (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap came out. This was observed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.